Event description:
It was reported the patient ((B)(6)) lost stimulation. Surgical intervention was undertaken to address this matter. Intraoperative testing found invalid impedance measurements for several contacts when testing the lead independently and in conjunction with the extension. As such, the lead was replaced. Effective stimulation was recaptured for the patient following the replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.